Manufacturer narrative:
Tracking # (B)(4). Date sent: 09/24/2004. Results code: cracked blade. Eval summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity "lockout" later in the procedure.

Event description:
It was reported that during the unknown procedure, the instrument stopped working during the procedure. A second device was brought in to complete the case. There was no patient consequence.